Manufacturer narrative:
Additional information, device evaluation a photo of the reported device was received and the reported pipeline flex embolization device (ped) was received for analysis. The customer report of the ped ¿failure to open at the distal end" was confirmed. The distal end of the ped braid was not opened due to damaged braid. The proximal end of the ped braid was found fully opened but frayed. Kinks and bends were found on the ped pushwire at 19.0 cm to 36.0 cm from the proximal end were also noted. The observed damages are consistent with excessive force being used (pushing/pulling) on the ped. It is possible that the patient's ¿severe vessel tortuosity¿ may have contributed to the reported issues. Ped instruction for use states "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is expected to be returned for analysis. However, the device has not been received. When the device is returned and analyzed, a supplemental report will be submitted. MDR that are linked: 2029214-2017-01249. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the two pipeline flex devices failed to open. The pipeline flex device was delivered distally to the aneurysm for deployment at the bend, several attempts were made to release the device with the braid deployed more than 50%. The distal segment of the pipeline failed to open. This pipeline device was removed from the patient. The second pipeline flex device was used to continue the flow diversion treatment. However, the second pipeline flex failed to open and was removed. The aneurysm was ultimately treatment with coils. No injury reported. The devices were used to treat a saccular aneurysm located at internal carotid artery. It measured 25mm x 23mm. The landing zones has distal diameter of 43.8mm and proximal diameter of 4.2mm. Vessel tortuosity was described as severe.